Manufacturer narrative:
On 04feb2019 during a file review it was noted that there was a date error on the initial MDR 1057985-2019-00006 submitted on 14jan2019. In event ¿ "(B)(6) 2108" should be (B)(6) 2018. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) "2108" a patient¿s (pt) parent called to report a ¿corneal infection¿ od about 2 months ago ((B)(6) 2018) while wearing the acuvue2 brand contact lenses. The pt was prescribed moflog and anti-inflammatory/tobrex (frequency of treatment was unknown) for 2 weeks. The pt was placed on contact lens rest for 1 month. The pt¿s od is currently fine, and the pt has returned to contact lens wear. The pt used arlyte solution to disinfect the lenses with a 3-month replacement schedule. On (B)(6) 2018 an email was received with additional information: the treatment was reported as moflag 1 drop per hour for 3 weeks and promixim 1 drop every 4 hours for 1 week. The treating eye care provider (ecp) contact information was provided. On (B)(6) 2019 a call was placed to the pts treating ecp and a representative reported the pt was seen on (B)(6) 2018 and diagnosed with ¿od corneal infection¿. Pt was prescribed moflog drops every 2 hours for 72 hours and was to return for a follow-up and refraction. The pt has not been back to the ecp for a return visit. Additional medical information was requested, but nothing additional has been received. The suspect od contact lens was discarded. No evaluation can be performed. The lot number is unknown. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
On 29apr2019, an email was received from the patient (pt) with a note from the eye care provider dated 16apr2019 stating that the pt is able to resume contact lens wear and has been provided with a new prescription. No additional medical information has been received. If any further relevant information is received, a supplemental report will be filed.